Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted and the delivery system was not returned for evaluation. Based on x-ray images provided, the stent was confirmed being twisted after deployment. Post dilation using a balloon catheter was confirmed being effective. The procedure was performed crossover, and calcification was present. The lesion was predilated and device compatible accessories were used. There were no reported difficulties during stent deployment. Based on the investigation of the provided information, the stent was confirmed being twisted after placement in the vessel. However, a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Correct stent deployment procedure was found described in the instructions for use. E.g., the instructions for use states: "remove slack from the delivery system catheter held outside the patient." And "(...) Firmly hold the black system stability sheath throughout deployment." Regarding pta the instructions for use states: "predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in superficial femoral artery via common femoral artery, the stent allegedly did not open in the proximal part of the stent. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in superficial femoral artery, the stent allegedly did not open in the proximal part of the stent. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.